Manufacturer narrative:
System was used for treatment. Kit lot e719 was reviewed. There were no non-conformances. This lot met all release requirements. Trends were reviewed for complaint category fluid logic module (flm) leak and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the returned product evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
Customer called to report leak from the fluid logic module (flm) after completed procedure. Customer opened the flm door after the patient was disconnected, and noted a blood leak. No leaking noted below the flm prior to procedure completion. No blood exposures reported. The customer will return the kit for investigation.

Manufacturer narrative:
The fluid logic module (flm), recirculation bag and data key log were returned for the analysis. Review of the data key log confirmed the occurrence of a system error f213 alarm as the operator was testing the leak sensor in the centrifuge. The prime was completed successfully and the blood collection was started. Photoactivation was started and completed and then the treatment was completed after reinfusion. Examination of the flm and recirculation bag did not show obvious signs of a leak. A pressure test was then performed and leak was found at one spot on the lower right side of the flm, along the bottom edge. The cause of the leak was found to be the outer membrane separated from the flm. Root cause for the leak could not be determined. Investigation completed. (B)(4).